Event description:
It was reported to boston scientific corporation that during an anterior with apical repair procedure using a pinnacle anterior/apical pelvic floor repair kit, the sleeve of a leg assembly detached and fell loose inside the patient. The physician retrieved the detached piece from inside the patient, and removed the device from the patient. Reportedly, the device exhibited no visible damage prior to use. The physician completed the procedure with another pinnacle anterior/apical pelvic floor repair kit with no complications to the patient, who was fine at the conclusion of the procedure.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.